Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom portion of the touchscreen is unresponsive. Customer's blood glucose level was 181 mg/dl. Customer delivered a bolus to address blood glucose levels. It was indicated that the customer will continued to use the pump for continued insulin therapy.